Event description:
Arteriofemoral angiography was performed and the doctor tries to do a pta. A stenosis was found in the left common iliac and was supposed to be dilated with an xt balloon. The balloon burst at the first attempt. When retracted back through introducer, the distal half of the balloon was missing. The procedure was aborted. The doctor supposed the distal half was still in the vessel. Pt had some pain at first but the next day felt ok. No side effect has been reported. Doctor has decided not to return the sample for evaluation.